Event description:
The customer reported that the battery had dim leds and failed to power the device. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the battery had dim leds and failed to power the device. There was no report of pt involvement. The customer was sent a new battery which resolved in failure. We will consider this a failure of the battery.